Event description:
It was reported that on an unknown date and year, an unknown sized amplatzer vascular plug was successfully implanted in a patient due to anemia and hemolysis. Immediately post-procedure, an increase in red blood cells and platelets was observed. Four days post-procedure, the patient had a stroke; it is unknown if treatment was provided. On an unknown date, the patient started experiencing anemia and hemolysis; no treatment was provided. The patient status was reported as unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of anemia and hemolysis after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.na.